Event description:
A report was received stating a ventilator generated a tidal volume issue during patient use. The patient was removed from the device and placed on an alternate ventilator. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the reporter, the device was found to be repaired and returned to clinical use.